Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that fridge latch clicking but not releasing. A field service engineer conducted an inspection of the station and verified that the customer had successfully addressed the issue. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system smart remote manager latch clicks but does not release, resulting in a slight delay in retrieving medication, which impacts patient care. There were no adverse events or injuries reported based on this event.